Manufacturer narrative:
Concomitant medical products: product ID: 3334625, serial/lot #: n/a. PMA / 510(k) #: k983224. Product ID: 3334800 analysis found the handpiece noisy and overheating. After one minute the pre-repair temperatures were rear 50.9 deg c, middle 60.2 deg c and nose 51.4 degc. Product ID 3334625 during inspection, it was confirmed that the bearing had deteriorated. There was overheating. After one minute the pre-repair temperature was 49.8 degc. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the devices generated heat during intra-op. There is no patient impact reported. Additional information was received that the visao drill overheated with the 3334625 bur guard at 49.8c at one minute.